Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. The procedure was successful and the 21mm closure device was released and implanted into the patient. There were no patient complications. After the procedure was completed it was reported that the patient had a pericardial effusion. The physician performed a pericardial tap and removed 250ml of fluid. The patient is stable and doing fine.